Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar procedure, it was reported an error message was received when attempting to take a 3d spin. The error "3d mode disabled navigation connected not ready" was received, and restarting the image acquisition system (ias) and the mobile view station (mvs) with the umbilical cord connected had not resolved the issue. There was a delay of less than an hour reported. There was no reported impact on patient outcome.